Event description:
This report was received from global pharmacovigilance. This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with extraneal, (lot number 10i01g42), nutrineal pd4 unknown bag, (lot number 10j04g41) and physioneal (lot number not reported) therapies, intraperitoneally (ip), for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced sterile peritonitis, manifested by cloudy effluent, requiring hospitalization the same day. On (B)(6) 2011, the patient began remedial treatment, given ip, with vancomycin 2gm and gentamycin 40mg. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, extraneal and nutrineal were discontinued. On (B)(6) 2011, remedial treatment with vancomycin ended. Treatment with gentamycin ended on (B)(6) 2011. At the time of this report, the event of sterile peritonitis was resolving. Physioneal remained ongoing. The root cause of the sterile peritonitis was unknown and the severity of the event was considered moderate. The reporter believed the event of sterile peritonitis was related to extraneal and nutrineal, however was unrelated to physioneal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.